Event description:
It was reported that the patient had his spectra penile prosthesis removed due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Investigation results not yet available. Additional follow will be submitted.

Manufacturer narrative:
The device was returned for analysis and tested out of specification. Analysis found that there was a device failure but it is not related to the reported event. The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of tool damage that exposed inner segments. Both cylinders functioned as intended. One of the cylinder had a crease in the outer sheath. Supplier information, process review, complaint review, ncep data, and trace control forms (tcfs) were reviewed. The result did verify that all the parts were manufactured according to specification and passed all testing. See email from quality engineering attached.